Event description:
The patient received an scs system, including a surgical lead, on (B)(6) 2011. It was reported the patient lost stimulation shortly after falling in the bathtub. Attempts to reprogram the scs system were unsuccessful in restoring the desired stimulation. Diagnostic testing of the lead found unacceptable impedances. The patient is working closely with her physician to determine the next course of action. No further patient complications were reported as a result of this event.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.